Event description:
Baxter (B)(4) received a report that an infusor leaked at the "microbone y tubing" during patient use. The device was filled with a solution of buprenorphine hydrochloride and ropivacaine hydrochloride hydrate. This condition interrupted therapy and potentially caused a breach in the sterile fluid pathway of the device. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the reported condition was determined to be a lack of solvent at the connection between the tubing and the microbore y. Awareness training was given to all applicable manufacturing operators in (B)(6) 2012; however, the device was manufactured prior to this training.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak from the "microbore y tubing" was confirmed. Visual examination of the sample showed solution in the bag that enclosed the unit. A functional leak test revealed leakage at the connection of the microbore y tubing. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.